Manufacturer narrative:
(B)(4).

Event description:
Per the clinic, the patient developed a recurrent infection with swelling and purulent discharge at the abutment site. Subsequently, the patient received wound care. Clinical management is ongoing.